Event description:
The device was explanted for battery depletion after two year implant time. Subsequently, the device tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.